Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced vision blurry all distance and patient was unable to adapt to multifocal lens . The iol was exchanged for another lens model 14 days following the initial implant procedure. The clinical reason for explant mentioned as myopic surprise. The patient was not hospitalized for the event and there was no patient harm. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).